Manufacturer narrative:
The insulin pump was not in manufacture mode. However the insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, damaged display window cover, broken reservoir tube lip, dog chew marks, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had casing was broken had to apply tape onto it in order to use the pump. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.